Manufacturer narrative:
Concomitant medical products: model: addr01, ipg; implanted: (B)(6) 2008.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited intermittent oversensing. The lead was reprogrammed to a unipolar configuration and then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.